Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the staples could not be fired normally when the intestine was closed. The surgeon stopped using it immediately and replaced the cutting stapler and disposable reload for the endoscope to continue treatment. There was no patient injury.